Event description:
It was reported by the customer "on (B)(6) 2024, a geriatrician used a peripherally cannulated central venous catheter to perform a puncture on a patient. After the puncture was successful, when connecting the catheter fixation device after the successful puncture the catheter fixation device was found to be loose and prone to disconnecting, which was immediately replaced with a new catheter connecting fixation device. No substantial harm was caused." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a loose connector is inconclusive due to the lack of detail in the returned photograph. One photograph was returned for investigation. The photograph shows the distal and proximal components of the groshong nxt two-piece connector. No obvious use residue, damage, or defect can be observed. The two components are partially coupled. A blue material is present inside the clear plastic sleeve. Review of the photograph was insufficient to identify any damage to the components and without the physical sample for review, the fit between the components cannot be tested. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "on (B)(6) 2024, a geriatrician used a peripherally cannulated central venous catheter to perform a puncture on a patient. After the puncture was successful, when connecting the catheter fixation device after the successful puncture the catheter fixation device was found to be loose and prone to disconnecting, which was immediately replaced with a new catheter connecting fixation device. No substantial harm was caused." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "on (B)(6) 2024, a geriatrician used a peripherally cannulated central venous catheter to perform a puncture on a patient. After the puncture was successful, when connecting the catheter fixation device after the successful puncture the catheter fixation device was found to be loose and prone to disconnecting, which was immediately replaced with a new catheter connecting fixation device. No substantial harm was caused." No other information was provided.